Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date patient underwent surgery at levels c5-c6. Post-op, patient started experiencing complications that have grown in severity ever since the device was implanted. Patient also had visual issues such as seeing dots and bursts of light, light sensitivity, dizziness, falling asleep, tears (but not crying), numbness in hands, headaches, lump and soreness at the site of the implant in area of implant. The product came in contact with the patient. Patient had big lump in back of neck- posterior portion and had headaches before surgery which got better for one year, then headaches returned again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.